Event description:
A shunt tunneler was being used during a ventricular peritoneal (vp) shunt and the surgeon described the tunneler as being "weak and bends," and is not suitable for tunneling. The age and the gender of the pt is unk. The pt was anesthetized and the procedure was delayed for 15 minutes as a result of this issue. The pt was not injured.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.